Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergy to metals ("allergy nickel"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti"), fatigue ("other injuries/symptoms fatigue") and headache ("other injuries/symptoms: headache"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, urinary tract infection, fatigue and headache had resolved and the rash, skin disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, allergy to metals, fatigue, genital haemorrhage, headache, pelvic pain, psychological trauma, rash, skin disorder and urinary tract infection to be related to essure. The reporter commented: received treatment for: abdominal, gen. Abnormal bleeding, allergy nickel, bladder/urinary problem. Discrepant date (B)(6) 2009 was mentioned about essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, specify (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. New events: abdominal pain, gen. Abnormal bleeding, allergy nickel - diag. Post-essure, rash/skin condition, psych injury, bladder/urinary problems: uti, other injuries/symptoms fatigue, headaches were added. Removal details added. Plaintiffs information and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anguish, cramp in lower abdomen, acne, perineal pain, epigastric pain, dysuria, vaginal pain, uterine fibroids, diabetes mellitus, hot flashes, colitis and skin rash. Concomitant products included levonorgestrel (mirena) from (B)(6) 2007 to (B)(6) 2008 for birth control as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2010 to (B)(6) 2012, celecoxib (celexa) from (B)(6) 2008 to (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("other injuries/symptoms fatigue") and hot flush ("hot flashes"). In (B)(6) 2009, the patient experienced migraine ("migraine/ headache"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2018, the patient experienced skin disorder ("rash/skin condition"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy nickel"), 9 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), depression ("depression/psych injury"), urinary tract infection ("bladder/urinary problems: uti"), anxiety ("pysche injury - mental anxiety"), back pain ("back pain"), hypersensitivity ("allergic reation"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and cystitis ("bladder/urinary problems- bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, urinary tract infection, fatigue, migraine, vaginal haemorrhage, menorrhagia, back pain, hypersensitivity, vaginal discharge and vaginal infection had resolved and the rash, skin disorder, depression, hot flush, anxiety and cystitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, cystitis, depression, fatigue, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for: abdominal, gen. Abnormal bleeding, allergy nickel, bladder/urinary problem discrepant date (B)(6) 2009 was mentioned about essure confirmation test discrepancy noted in essure insertion date-(B)(6) 2008. Patient whishes essure permanent sterilization procedure due to continued problems with mirena.iud removal prior to essure.pt. Has heavier menses since essure , and also issue having metal test in her mouth and dentist ruled out dental problem and low back pain, headaches, heavy menses (allergic to nickel). (B)(6) 2010 (discrepancy noted on date of insertion). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, specify (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:allergic to nickel, menorrhagia, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter and medical history added from mr. Due to imrdf/FDA codes error fu marked significant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anguish, cramp in lower abdomen, acne, perineal pain, epigastric pain, dysuria, vaginal pain, uterine fibroids, diabetes mellitus, hot flashes, colitis and skin rash. Concomitant products included levonorgestrel (mirena) from (B)(6) 2007 to (B)(6) 2008 for birth control as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2010 to (B)(6) 2012, celecoxib (celexa) from (B)(6) 2008 to (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("other injuries/symptoms fatigue") and hot flush ("hot flashes"). In (B)(6) 2009, the patient experienced migraine ("migraine/ headache"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2018, the patient experienced skin disorder ("rash/skin condition"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy nickel"), 9 years 11 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), depression ("depression/psych injury"), urinary tract infection ("bladder/urinary problems: uti"), anxiety ("pysche injury - mental anxiety"), back pain ("back pain"), hypersensitivity ("allergic reation"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and cystitis ("bladder/urinary problems- bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, urinary tract infection, fatigue, migraine, vaginal haemorrhage, menorrhagia, back pain, hypersensitivity, vaginal discharge and vaginal infection had resolved and the rash, skin disorder, depression, hot flush, anxiety and cystitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, cystitis, depression, fatigue, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for: abdominal, gen. Abnormal bleeding, allergy nickel, bladder/urinary problem discrepant date (B)(6) 2009 was mentioned about essure confirmation test discrepancy noted in essure insertion date- (B)(6) 2008 patient whishes essure permanent sterilization procedure due to continued problems with mirena.iud removal prior to essure.pt. Has heavier menses since essure , and also issue having metal test in her mouth and dentist ruled out dental problem and low back pain, headaches, heavy menses (allergic to nickel). (B)(6) 2010 (discrepancy noted on date of insertion ) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, specify (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:allergic to nickel, menorrhagia, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anguish, cramp in lower abdomen, acne, perineal pain, epigastric pain, dysuria, vaginal pain and uterine fibroids. Concomitant products included levonorgestrel (mirena) from 30-mar-2007 to 20-aug-2008 for birth control as well as bupropion hydrochloride (wellbutrin) from 3-aug-2010 to 28-feb-2012, celecoxib (celexa) from 9-dec-2008 to 28-feb-2012 and medroxyprogesterone acetate (depo provera) from 20-aug-2008 to 11-feb-2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("other injuries/symptoms fatigue") and hot flush ("hot flashes"). In (B)(6) 2009, the patient experienced migraine ("migraine/ headache"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2018, the patient experienced skin disorder ("rash/skin condition"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy nickel"), 9 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), depression ("depression/psych injury"), urinary tract infection ("bladder/urinary problems: uti"), anxiety ("pysche injury - mental anxiety"), back pain ("back pain"), hypersensitivity ("allergic reation"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and cystitis ("bladder/urinary problems- bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, urinary tract infection, fatigue, migraine, vaginal haemorrhage, menorrhagia, back pain, hypersensitivity, vaginal discharge and vaginal infection had resolved and the rash, skin disorder, depression, hot flush, anxiety and cystitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, cystitis, depression, fatigue, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for: abdominal, gen. Abnormal bleeding, allergy nickel, bladder/urinary problem. Discrepant date (B)(6) 2009 was mentioned about essure confirmation test discrepancy noted in essure insertion date (B)(6) 2008 patient wishes essure permanent sterilization procedure due to continued problems with mirena. Iud removal prior to essure. Pt. Has heavier menses since essure , and also issue having metal test in her mouth and dentist ruled out dental problem and low back pain, headaches, heavy menses (allergic to nickel). (B)(6) 2010 (discrepancy noted on date of insertion ). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, specify (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:allergic to nickel, menorrhagia, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') and genital haemorrhage ('gen. Abnormal bleeding') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anguish, cramp in lower abdomen, acne, perineal pain, epigastric pain, dysuria, vaginal pain and uterine fibroids. Concomitant products included levonorgestrel (mirena) from (B)(6) 2007 to (B)(6) 2008 for birth control as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2010 to (B)(6) 2012, celecoxib (celexa) from (B)(6) 2008 to (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("other injuries/symptoms fatigue") and hot flush ("hot flashes"). In (B)(6) 2009, the patient experienced migraine ("migraine/ headache"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2018, the patient experienced skin disorder ("rash/skin condition"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy nickel"), 9 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), depression ("depression/psych injury"), urinary tract infection ("bladder/urinary problems: uti"), anxiety ("mental anguish") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, urinary tract infection, fatigue and migraine had resolved, the rash, skin disorder, depression, hot flush, vaginal haemorrhage and menorrhagia outcome was unknown and the back pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, fatigue, genital haemorrhage, hot flush, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for: abdominal, gen. Abnormal bleeding, allergy nickel, bladder/urinary problem. Discrepant date (B)(6) 2009 was mentioned about essure confirmation test discrepancy noted in essure insertion date-(B)(6) 2008. Patient whishes essure permanent sterilization procedure due to continued problems with mirena.iud removal prior to essure.pt. Has heavier menses since essure , and also issue having metal test in her mouth and dentist ruled out dental problem and low back pain, headaches, heavy menses (allergic to nickel). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, specify (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:allergic to nickel, menorrhagia, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received- new events hot flashes, abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), back pain and mental anguish were added. Psych injury was updated into depression. Reporter and patient demography added. Medical history and concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anguish, cramp in lower abdomen, acne, perineal pain, epigastric pain, dysuria, vaginal pain and uterine fibroids. Concomitant products included levonorgestrel (mirena) from (B)(6) 2007 to (B)(6) 2008 for birth control as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2010 to (B)(6) 2012, celecoxib (celexa) from (B)(6) 2008 to (B)(6) 2012 and medroxyprogesterone acetate (depo provera) from (B)(6) 2008 to (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced fatigue ("other injuries/symptoms fatigue") and hot flush ("hot flashes"). In (B)(6) 2009, the patient experienced migraine ("migraine/ headache"), vaginal haemorrhage ("abnormal bleeding (vaginal),") and menorrhagia ("abnormal bleeding(menorrhagia)"). In (B)(6) 2018, the patient experienced skin disorder ("rash/skin condition"). On (B)(6) 2018, the patient experienced allergy to metals ("allergy nickel"), 9 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain"), rash ("rash/skin condition"), depression ("depression/psych injury"), urinary tract infection ("bladder/urinary problems: uti"), anxiety ("pysche injury - mental anxiety"), back pain ("back pain"), hypersensitivity ("allergic reation"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and cystitis ("bladder/urinary problems- bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, allergy to metals, urinary tract infection, fatigue, migraine, vaginal haemorrhage, menorrhagia, back pain, hypersensitivity, vaginal discharge and vaginal infection had resolved and the rash, skin disorder, depression, hot flush, anxiety and cystitis outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, cystitis, depression, fatigue, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for: abdominal, gen. Abnormal bleeding, allergy nickel, bladder/urinary problem. Discrepant date (B)(6) 2009 was mentioned about essure confirmation test discrepancy noted in essure insertion date-(B)(6) 2008 patient whishes essure permanent sterilization procedure due to continued problems with mirena.iud removal prior to essure.pt. Has heavier menses since essure , and also issue having metal test in her mouth and dentist ruled out dental problem and low back pain, headaches, heavy menses (allergic to nickel). (B)(6) 2010 (discrepancy noted on date of insertion). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: essure confirmation test(s) conducted, specify (unspecified) bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:allergic to nickel, menorrhagia, abdominal pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Genital hemorrhage downgraded , event allergic reaction nos , bladder infection , vaginal infection and vaginal discharge added outcome of events added. Rcc comment added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.